Manufacturer narrative:
The investigation has been completed. Based on the analysis, the malfunction was confirmed. However, the reported alarm could not be confirmed to fluid ingress (cause of the reported malfunction).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified alarm occurred and the pump unexpectedly shutdown. Reportedly, the pump was exposed to rain. The customer's blood glucose level was 120 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.